Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient saw a "software problem" message on their controller. The patient had seen the message a few times before and noted that the screen went away, the other times the screen appeared. The message read "1- intellis 2- 3.0 3- 0 4- (blank)". The patient removed/reinserted the battery pack which resolved the problem. After resetting the controller the patient noted that stimulation felt different. The patient inquired if the software problem could have messed up their settings and the patient said that they didn't think they noticed a difference in their settings but that their stimulation felt different. The patient reported that it was ok and would continue to mess with the settings. No further complications reported.